Event description:
It was reported that the device was showing error code during initial start up - last error code 1840. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation and no repair history was identified within the previous 12 months. Visual inspection found the device to be in good condition. Functional testing could not replicate the reported startup error code lec 1840; however, the last error code remained registered in the device. The probable cause was determined to be the gear motor. The gear motor was replaced, and pvt testing was performed, with no further issues identified.